Event description:
On (B)(6) 2013, it was reported that the patient had experienced elevated blood glucose levels, as high as 380 mg/dl, since (B)(6), 2013. The temporary basal rate was increased, but it did not solve the elevated blood glucose levels. Correction was made via insulin injection. The patient switched to her backup infusion device and her blood glucose levels returned to normal. The patient's mother thinks the infusion device delivers too low an amount of insulin. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy, occlusion limits and alarm functions were tested successfully and all test results were within product specification. No malfunction of the device could be observed also gave the technical investigation no evidence that the device did cause or contribute to the condition reported by the customer.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.